Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with a vibratory notifier for high voltage lead impedance measurement out of range on both rv to can and svc to can vectors. The patient started a steroid treatment and doctor believes that could be the issue. All the hv vector impedance trends are stable. Hvli alert was turned off. The doctor will continue to be monitored.